Manufacturer narrative:
Additional information has been provided in d3. Peripheral arterial ischemia/hypotension/pdi: the cause of the injury was not determined due to insufficient clinical details.

Event description:
An impella cp was inserted via the left femoral artery to support a 79-year-old male patient admitted in with acute myocardial infarction and cardiogenic shock, presenting in scai stage d shock at pump insertion. The patient was known to have coronary artery disease, diabetes, and peripheral vascular disease. Despite the known peripheral disease the femoral artery was used for the impella and angioplasty equiptment. The patient had bilateral peripheral disease. On day 2 of the support the team observed a loss bilaterally of the pulses, both the dorsalis pedis and posterior tibial. The patient had left superficial femoral artery and popliteal occlusion, with left foot mottling and decreased limb temperature. There was no intervention done beyond adding heparin anticoagulation as the family made decision to withdraw care and patient expired. The patient's death was most likely due to the underlying critical clinical condition as they presented in shock stage d and with known underlying cardiac and systemic comorbidities. The death will be conservatively reported.

Manufacturer narrative:
A1 and a4 are unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.